Manufacturer narrative:
It was reported that an unidentified number of foley catheters "leak urine after being inserted for just three days." Reportedly, the foley catheters were switched to a different brand. It is unknown where the leaking urine was noticed coming from (the patient's urethra, the foley catheter tubing itself, connection to the drainage port, etc.). Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. There was no serious injury or follow-up care reported related to the event. Due to the reported incident and need for foley catheter exchange, this medwatch is being filed. The sample is not available to be returned for evaluation. . A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an unidentified number of foley catheters "leak urine after being inserted for just three days."